Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, tip detachment occurred. Upon opening a 20mm x 2.00mm apex balloon catheter the tip was noted to be broken. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is fine.